Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple pump errors. The blood glucose level was unknown. The customer reported that the alarm occurred immediately after a battery change. The troubleshooting was performed for multiple pump error. The pump being returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 23, pump error 49, pump error 68 or critical pump error noted. Pump error 63 alarm confirmed in the pump history due to broken traces on the keypad assembly. The electronic assemblies was inspected and no anomalies noted.